Event description:
Complainant alleged that the medics responded to a call for pt (age unk), who was in a cardiac arrest condition and who had been down for 10-12 mins. Upon the medics' arrival, the pt was presenting a ventricular tachycardia heart rhythm, with a rate of over 200 beats-per-min, and the medics reported that the rate increased to as fast as 300 plus beats-per-min. The medics analyzed the pt's heart rhythm, and the device recognized the pt's shockable heart rhythm and began to charge. The device charged to about 200 joules, the device displayed an "analysis halted" message and the energy was internally dumped. The medics again analyzed the pt's heart rhythm, but the device displayed the same message and again dumped the energy. The medics then switched the device to manual mode and the pt was shocked. The medics were able to regain the pt's pulse and blood pressure, and the pt was transported to the hosp. The pt was subsequently "declared brain dead" and expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, "but was more of a result of the pt being down so long" prior to receiving medical attention.